Event description:
I have had mentor saline-filled implants inserted (B)(6) 2004. Since then, my health has declined most noticeably within 3-5 years post-surgery. I have experienced extreme fatigue, memory loss, brain fog, photosensitivity, sound sensitivities, gi symptoms, hashimoto¿s thyroiditis diagnosed in 2009, daily muscle and joint aching, elevated liver enzymes, heart palpitations, anxiety, low libido, new food intolerances, restless legs, cold intolerance, brittle nails, irregular menstrual cycles, cold-like symptoms, numbness, and tingling in extremities.